Event description:
Medtronic received information from the journal of thoracic and cardiovascular surgery that following the implant of these bioprosthetic valves, four patients developed thrombus, resulting in aortic stenosis (2 had mosaic, 2 had hancock valves). Patients were noted to be symptomatic including shortness of breath, chest pain, and/or fatigue. No patients were hemodynamically unstable from the valve thrombosis. In all cases, echocardiography diagnosed prosthetic valve stenosis as moderate-severe or severe. The median postoperative aortic valve gradient after the original aortic valve replacement was 26mm/hg (range, 13-35 mm/hg), and the median postoperative ejection fraction was 49%, (range, 23%-70%). All patients received aspirin therapy early after surgery and in follow-up. Only three of eight patients received warfarin for the first three months postoperatively. The patients underwent a successful explant of their bioprosthetic valves, and the patients were implanted with either a mechanical or stented pericardial valve. The mean implant duration was documented in the study as one year. Following valve replacement none of the patients had experienced subsequent thrombosis.

Manufacturer narrative:
No product was returned for analysis. Due to the lack of serial numbers, device history could not be performed. Based on the limited information provided, no definitive conclusions could be drawn regarding the clinical observation; however, thrombus formation is historically considered a patient condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.